Event description:
Per a report in the journal of cardiovascular electrophysiology, (vol. 24, pp. 1199-1206, november 2013), a multi-center controlled study was conducted on 338 patients, by dr. Elayi (of the department of cardiovascular medicine, university of kentucky) and colleagues, to assess if the recurrence of atrial fibrillation (af) could be reduced by the use of supplemental drug regimens, specifically administration of adenosine and isoproterenol (isp). Multiple patient events were reported in this event, however, 13 were assessed as serious injuries: eight (8) patients had asymptomatic moderate pulmonary vein (pv) stenosis , 3 serious pericardial effusions that required pericardiocentesis, and two (2) patients had a transient ischemic attack (tia). These patient events were assessed after a mean follow-up of 22 ± 8 months. Other reported non-serious events included: - 8 patients had a major hematoma (3 of these patients were in the experimental group).) - two (2) patients had diaphragm paralysis, described as transient phrenic nerve paralysis, (1 in the experimental treatment group). - six (6) patients had pericardial effusions (pe) that did not required medical intervention. If we receive additional information, we will reassess the severity of these adverse events. Article title: administration of isoproterenol and adenosine to guide supplemental ablation after pulmonary vein antrum isolation.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed. Concomitant bwi products: product: lasso¿ 2515 variable circular mapping catheter, us catalog # d7l102515rt, lot # unknown. Product: webster® duo¿decapolar twenty electrode catheter, us catalog # d728260rt, lot # unknown. Product: pentaray¿ high-density mapping catheter, us catalog # unknown, lot # unknown. Product: laso® decapolar catheter, us catalog # unknown, lot # unknown. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to obtain further information on the events from the physician. However, no response was received. Manufacturer's reference # (B)(4).

Manufacturer narrative:
After reviewing information from source (literature), updated generic product reported from "navistar tc" to "navistar thermocool". (B)(4)